Event description:
It was reported that this patient received several inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system across multiple episodes while programmed in both primary and secondary. It was noted that, during re-optimization in clinic, it was discovered that this system had been programmed to secondary vector without the clinic knowing. Technical services (ts) analyzed device episode data and found an episode with noise and oversensing. Ts provided troubleshooting including x-rays and electrode evaluation. This s-ICD was explanted and replaced with a new transvenous ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received several inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system across multiple episodes while programmed in both primary and secondary. It was noted that, during re-optimization in clinic, it was discovered that this system had been programmed to secondary vector without the clinic knowing. Technical services (ts) analyzed device episode data and found an episode with noise and oversensing. Ts provided troubleshooting including x-rays and electrode evaluation. This s-ICD was explanted and replaced with a new transvenous ICD. No additional adverse patient effects were reported.